Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 357mg/dl. It was stated that the customer was receiving no delivery alarms at night and during the basal delivery. The customer woke up, cleared the alarm, rewound the device, and delivered the insulin. It was mentioned that the customer has been changing the infusion set, reservoir, and insulin. The customer was able to disconnect the tubing and to push on the reservoir to get the insulin out. The customer stated that not all the time it works and sometimes it is hard to push the insulin out. The customer requested the device to be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.